Event description:
It was reported that the patient presented to the emergency room for a non-device related issue and a heart rate in the forties was noted. The right ventricular lead had dislodged. The lead was explanted and replaced. The patients condition was fine before and after the procedure.

Manufacturer narrative:
(B)(4).